Manufacturer narrative:
Follow up emdr (B)(4). Photo sent by customer shows the arm with a patient with scratches. Unfortunately, without the actual sample for analysis the root cause could not be confirmed. We will continue to track and trend for this defect. Batch record for pn 260407i ln 0316575 was reviewed and there were no non-conformances related to the defect of "open seal" during the manufacturing of the lot. H3 other text: device not sent.

Event description:
Material no.: 260407i. Batch no.: 0316575. It was reported by the facility representative that the donor developed arm scratches after use of chloraprep applicator. Per email: we have just logged an incident regarding chloraprep wand batch no 0316575. Man expiry date 10/2023. Following arm cleaning the donor developed scratches on their arm in the area the chloraprep was used. I can confirm that the chloraprep wand has been discarded; I have attached a photo of the donors arm.

Manufacturer narrative:
(B)(4). Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 260407i batch no.: 0316575. It was reported by the facility representative that the donor developed arm scratches after use of chloraprep applicator. Per email: we have just logged an incident regarding chloraprep wand batch no 0316575. Man expiry date 10/2023. Following arm cleaning the donor developed scratches on their arm in the area the chloraprep was used. I can confirm that the chloraprep wand has been discarded; I have attached a photo of the donors arm.